Event description:
It was reported that a user experienced recurring hypoglycemia while using the ilet and elected to return the device; the user reported a lowest blood glucose of 45 mg/dl that was treated with oral glucose, after which glucose returned to the normal range within approximately 30 minutes, and no device alarms or malfunctions were reported. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without medical intervention and no hospitalization. Investigation included complaint intake review and coordination of return logistics for device evaluation. Investigation of this case revealed no reported alerts or hardware concerns and an unclear relationship between device performance and the reported hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.